Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was unscrewed from tension sleeve and that there was a gear outside of the unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the sagittal saw attachment device became loose. It was further reported that post surgery, in the reprocessing area, the device was unscrewed and a tiny gear came out of it. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.